Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative cleaned and calibrated the footswitch. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 28, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed accumulation of debris on the bottom of the footswitch, which impaired its movement. (B)(4).

Event description:
A nurse reported the footswitch was not sliding during a cataract with intraocular lens implant procedure. The case was completed with the same system and accessories. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).